Manufacturer narrative:
B5, h2, h3, h6 updated.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A replacement surgery was performed. The patient was reported to be good after the surgery, and did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which it was reported that the patient experienced dissatisfaction and recurring incontinence. However, the latter did not have a cause directly associated. Fluid loss was suspected, therefore the device was returned for further analysis. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The aus was visually inspected and functionally tested. No leak was found. The allegation was not confirmed.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A replacement surgery was performed. The patient was reported to be good after the surgery, and did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which it was reported that the patient experienced dissatisfaction and recurring incontinence. However, the latter did not have a cause directly associated. Fluid loss was suspected, therefore the device was returned for further analysis. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A replacement surgery was performed. The patient was reported to be good after the surgery, and did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which it was reported that the patient experienced dissatisfaction and recurring incontinence. However, the latter did not have a cause directly associated. Fluid loss was suspected, therefore the device was returned for further analysis. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The aus was visually inspected and functionally tested. No leak was found. The allegation was not confirmed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of atrophy, patient dissatisfaction and fluid loss were not confirmed via product analysis. The ams800 device was visually inspected and functionally tested. No leak was found. The balloon was not functionally tested due to unknown original pressure specification. The occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The pump was not functionally tested due to contamination. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A replacement surgery was performed. The patient was reported to be good after the surgery, and did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.